Event description:
It was reported that the customer was hospitalized with diabetes ketoacidosis and high blood glucose of 405mg/dl. The customer stated that while flying back from las vegas to los angeles she felt weak and nauseated. Once she landed she was 50 feet off the plane and collapsed in the chairs because she was semiconscious. The paramedics assisted her and gave herself a bolus of 19.7 units with the insulin pump, but her blood glucose was higher and had to go to the hospital. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.